Event description:
A hospital in (B)(6) reported that after connecting a (B)(6) to a bc161-10 bubble CPAP kit and running the system with no problem for three to four hours, they noticed that no bubbles were being produced. They tried raising the flow to 10l/min but still only a few bubbles were produced. They further reported that they changed the prongs, which did not help, then used a mask and "it was a little bit better". They stated that a few hours later a nurse noticed a sound from the pop off valve; she changed the pop off valve and everything was fine after that. The hospital reported that there was no patient circumstance: "the baby was fine".

Manufacturer narrative:
(B)(4). Method: the complaint bc110 pressure manifold (which is part of the bc161-10 kit) was returned to fisher & paykel (B)(4) for inspection. The manifold was fitted to a working bc161 system to check for the presence of bubbles in the bubble CPAP generator at 10 lpm under the following conditions: pressure monitoring port close. Pressure monitoring port open. The device was also visually inspected. Results: the results of the two performance test were as follows: bubbles were able to be generated within the bubble CPAP generator with the pressure monitoring port closed. Bubbles were not able to be generated within the bubble CPAP generator with the pressure monitoring port open. It was observed that there was physical damage to the pressure manifold shroud, but this did not affect the function of the manifold and it performed to specification. We have not received any other complaints of this nature for the bc161-10. Conclusion: it is most likely that the customer's complaint regarding the lack of bubbles in the bubble CPAP generator was due to the pressure monitoring port being left open. All pressure manifolds are pressure tested and pressure set on the assembly line. Those that fail the pressure test are rejected.